Event description:
Additional information: the patient experienced lethargy and unresponsiveness while he was in the hospital following the device replacement procedure. The cause of the "possible" overdose was unknown. It was further indicated that in regards to the patient's lethargy, it could have been an exaggerated response to general anesthesia. The pump was interrogated on (B)(6) 2012, and the dose was considered "appropriate". No changes were made to pump programming, as the patient's lioresal dose remained the same as prior to the surgical procedure. The patient was noted as having eventually woken up. The patient was without injury.

Event description:
Additional information received reported that the health care professional cleared the catheter, and they did a whole system prime. The patient was getting ¿super sleepy and not too responsive¿ when the flex ¿kicked in.¿ the doctor suspected that prime might be ¿overshot.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The codes in event problem codes/evaluation codes have been updated; the previously reported codes no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump model: 8637-40, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012.

Event description:
An overdose occurred, following a pump replacement procedure. The pump was replaced in the morning, and later around 3:30 pm the patient started having symptoms. The patient experienced drowsiness. It was noted that a healthcare provider (hcp) was not overly worried and feels condition could be attributed to patient coming out of anesthesia or possibly due to flow rate variance from pump to pump. The hcp was to continue monitoring the patient. Drug delivered via the device was lioresal 2000mcg/ml at 807mcg/day. Additional information has been requested, but was not available as of the date of this report.